Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 208-250 mg/dl. The customer performed a pump reset on their own without consulting tandem technical support. Subsequently, the cartridge was changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the basal iq did not suspend insulin delivery and caused bg to be low. Customer declined troubleshooting with tandem technical support and declined to provide further information regarding this issue.